Event description:
"Drill bit wobbles when inside and running" was stated on customer repair request. On follow-up with the hospital, it was reported that the problem was found during equipment set-up. They verify all equipment before procedure is started. Hospital representative said that the tool did not fail, it just wobbled. There was no patient impact.